Event description:
On (B)(6) 2013, an abbott point of care (apoc) sales representative was contacted by a customer who reported unacceptable method comparison for pt/inr using lots c13256 & c13244a. There was no patient information available at the time of this report. The customer stated that there were several outliers in the data. There was no data provided to confirm the outliers. The customer was advised of product action (B)(4) and given the recall they wish to repeat the method comparison and mean value study. The customer requested replacement product to repeat the study. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). The lot is associated with apoc product action number: (B)(4), dated (B)(4) 2013. Cartridge lot information: lot#: c13256, expiration date: 02/28/2014, manufacture date: 09/13/2013; c13244a, 02/28/2014, 09/01/2013. Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.